Event description:
It was reported that a pump experienced system error 105. There was also no reported patient injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Evaluation was able to reproduce the reported symptom. Unit received inoperable per reported symptom of "system error 105" alarms caused by failed motor which were replaced.